Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer drank orange juice and consumed carbohydrates to address the bg. It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl. Customer was treated with intravenous fluids, exact type of fluids unknown. Customer was discharged 1 day later, (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.